Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It was reported the patient experienced infection and recurrence. The medical records indicate the recurrence the patient experienced appeared to be due to the stitches that came undone due to weak tissues, however, recurrence is listed as a known adverse reaction in the instructions-for-use. In regards to infection, the medical records indicate the infection was due to perforation caused by the stitches which had come undone in the original repair. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2014 - patient developed a ventral hernia at the site of a previous cholecystostomy incision which was in the right subcostal area. The patient underwent an exploratory laparotomy and repair of large ventral hernia with use of a "composite" mesh (alleged bard/davol composix e/x). On (B)(6) 2014 - patient was admitted to the hospital and diagnosed with recurrent ventral hernia with strangulated loops of small bowel, bowel perforation and small bowel obstruction status post hernia repair. While repairing the small bowel perforation and abdominal wall hernia the patient also underwent removal of "infected hernia composite patch" (alleged to be bard/davol composix e/x) and wound exploration. Medical records indicated there seemed to be some stitches in the lower part of the repair that came undone due to weak tissues and in those loops of small bowel, there was an area of perforation where content of small bowel was draining. On (B)(6) 2014 - the patient was brought back to the or for wound exploration and removal of packing with secondary closure of the right subcostal incision. On (B)(6) 2014 - patient had an ER visit with complaints of abdominal pain, nausea and vomiting. Diagnosis per CT scan showed small bowel obstruction. It was reported the patient experienced infection, recurrence, obstruction, perforation and explant.

Manufacturer narrative:
Addendum to the initial report. This supplemental report is being sent to identify the mesh implanted into the patient in the (B)(6) 2014 procedure as a ventrio st mesh and not a composix e/x mesh as was originally reported. Medical records that were received provided the product ID for the device. With the current information available no conclusion can be made. To date no other complaints have been reported for this lot number. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2014 - patient developed a ventral hernia at the site of a previous cholecystostomy incision which was in the right subcostal area. The patient underwent an exploratory laparotomy and repair of large ventral hernia with use of a ventrio st mesh device. On (B)(6) 2014 - patient was admitted to the hospital and diagnosed with recurrent ventral hernia with strangulated loops of small bowel, bowel perforation and small bowel obstruction status post hernia repair. While repairing the small bowel perforation and abdominal wall hernia the patient also underwent removal of "infected hernia composite patch" (bard/davol ventrio st mesh) and wound exploration. Medical records indicated there seemed to be some stitches in the lower part of the repair that came undone due to weak tissues and in those loops of small bowel, there was an area of perforation where content of small bowel was draining. On (B)(6) 2014 - the patient was brought back to the or for wound exploration and removal of packing with secondary closure of the right subcostal incision. On (B)(6) 2014 - patient had an ER visit with complaints of abdominal pain, nausea and vomiting. Diagnosis per CT scan showed small bowel obstruction. It was reported the patient experienced infection, recurrence, obstruction, perforation and explant.